Event description:
It was reported that during a battery replacement for normal depletion, the hcp "yanked the wires" off the patient's spine and they ended up placed five to six inches higher. The patient stated, he had to deal with the pain for 1.5 to 2 months until the leads were replaced with a paddle lead. Following the revision, the patient developed a "major infection" on his back. It was reported that the hcp would put a bandage on the area and by the time the patient got home, the fluid from the infection would be oozing out past the bandage. The hcp tried to heal the infection six to seven times, even using a "super glue" compound to close the wound, and the infection was finally cleared. It was also reported that the new system did not work like the old one did. The first minute the new device was turned on the patient knew there was a difference, and compared the difference to that between "a volkswagon and a jaguar". The patient stated, he would rather have the "volkswagon" because, it worked better. The patient had to turn the settings to 9-10v to achieve the same results he experienced at 3-4v on the old system. The system was reprogrammed in (B)(6)2010, which made it somewhat better, but not as good as the first system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 377775, lot# j0555079v, implanted: 2005 (B)(6), explanted: 2009 (B)(6); lead: model 377775 lot# j0555079v, implanted: 2005 (B)(6), explanted: 2009 (B)(6); lead: model 39286-65, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).